Manufacturer narrative:
Testing of actual/suspected device: fse replaced batteries and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site in was shortened due to field character limit; the full name is (B)(6). The initial reporter named in is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported by a getinge field service engineer (fse) that while performing preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. Battery had runtime of 70 minutes and minimum runtime specification is 135 minutes. There was no patient involvement, thus no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.